Event description:
It was reported the system locked up several times and rebooted itself without command. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.